Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the power module device red led illuminated and would not work. It was further determined that the device failed pretest for function- test, charging and checking of power module in charger and information button and self-test. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.